Event description:
It was reported that this left ventricular (lv) lead exhibited lead fracture as the threshold measurements increased to more than 6 volts at 4 milli seconds and increased in impedance at more than 3000 ohms. This lv lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.